Event description:
This lv lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012. Lead dislodged. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).